Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as there was no capture or sensing in either unipolar or bipolar. Lead impedance measurements were 2,300 ohms in both unipolar and bipolar. The patent was hospitalized for symptomatic bradycardia and potential intervention for lead revision. No further information could be obtained about this patient.